Event description:
It has been reported to co that during the procedure a hole was detected in the shaft of this device. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.